Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter had experienced high blood glucose. The customer¿s blood glucose level was 508 mg/dl. The customer was treated with injection. It was reported that the reservoir retainer ring was missing. Customer stated that the reservoir was able to lock in place when inserted into insulin pump. The insulin pump will not be returned for analysis.